Event description:
Pt underwent defibrillator implantation in 2006 which was complicated by pneumothorax. This resolved and the pt was transferred to the floor. During the night (5 days later) the pt's device was evaluated and normal pacing and sensing was noted. At 1 a.m., the pt was noted to have pauses. Eval of the device at the time noted that on shaking, the implantable cardioverter defibrillator device appeared to have some over sensing and inhibition of pacing. There did not appear to be any problems to the leads and the device so it was felt that there may still be a set screw problem which could not be identified. For this reason, it was decided to replace the defibrillator. Noted: (risk mgmt was not made aware of this event until 2 months later at which time this report is being generated).